Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker device underwent a revision. The patient was feeling the edge of the device. Moreover, the device was repositioned from subcutaneous to submuscular. This device remains in service. No additional adverse patient effects reported.